Manufacturer narrative:
The reported event was confirmed. Received only the catheter for evaluation. The catheter was evaluated and observed pinched inflation lumen and external dent mark at location of pinch. The lumen appeared to have been clamped off. The following results were found during the functional testing: - tested using lab syringe, unable to inflate the balloon with 5cc. Instead, the inflation funnel filled with water and ballooned out. - deflated and repeated using quick fill technique and achieved the same result. - manipulated the pinched lumen on the shaft by finger and after a few second, no pinch was observed. - re-inflated and deflated the balloon with 5cc water and the balloon inflated and deflated without difficulty. Per the dimensional evaluation, the following was found: pinched inflation lumen 10.5cm from tip eye snip length 3/32" eye snip width 2/32" eye snip distance from distal cuff 8/32" eye snip distance from proximal cuff 9/32" rubberize thickness 11 thou reinforcement 144 thou inflation funnel thickness 55 thou balloon thickness (average) 23 thou inflation lumen coverage 9thou the evaluation verified that the pinched lumen was the cause of the balloon being difficult to inflate. The pinch was not permanent and could be released. This condition was a result of post manufacturing damage and was not manufacturing related. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[warnings] 1.method for use (1)do not inflate the balloon in the urethra. [The urethra may be injured.] (2)do not pull the catheter hard. [The bladder/urethra may be injured.] 2.applicable patients 3.insert catheter into the urethral meatus, and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a syringe packaged in the tray, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon." (B)(4).

Event description:
It was reported that during the pretest, the balloon failed to inflate. Instead, the inflation funnel portion of the catheter would inflate. Subsequently, the catheter was replaced.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during the pretest, the balloon failed to inflate. Instead, the inflation funnel portion of the catheter would inflate. Subsequently, the catheter was replaced.